Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an iab circuit leak (gas loss) while using a non-maquet catheter. The catheter connection and blood traces were checked but found to be fine. Automatic filling was performed again and pumping was started again, but the iab circuit leak (gas loss) occurred repeatedly about every hour. Therefore, it was replaced with another cardiosave. After the replacement, the cardiosave was monitored and it was reported that the iab circuit leak (gas loss) had stopped occurring. There were no adverse consequences reported to the patient.

Manufacturer narrative:
E1(event site postal code - (B)(6)). A getinge field service engineer (fse) confirmed a non-maquet intra-aortic balloon (iab) catheter (size: 6f, manufactured by zeon medical inc.) Was used on iabp which was not the recommended size. There were no anomalies or malfunction found on this iabp unit. This issue was caused by the non-maquet iab catheter itself.

Event description:
N/a